Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Angle closure and elevated iop associated with excessive vault was observed on (B)(6) 2015. Additionally, significant reduction of irido-corneals angles was observed. It was indicated that the eye is quiet and stable and patient is on anti-glaucoma. The lens remains implanted.

Manufacturer narrative:
(B)(4). Lens implanted. Evaluation codes: method (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).